Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture of the left side. The device was explanted. Left side.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: analysis of the returned device identified: broken shell, red biological tissue in the shell and underweight. A visual and microscopic analysis was performed which identified sharp broken on posterior, missing shell (0-25%), crease fold and non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening. Missing shell assessed as inconclusive.

Event description:
Physician reported rupture of the left side. The device was explanted.